Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the patient arrived at the hospital with a controller alarming yellow wrench. The next day, it was reported that the patient has experienced a low stroke volume alarm. The patient was placed at a fixed rate of 75 bpm with intermittent stroke volumes of 34ml. The patient was switched to auto mode, in order to stop the alarm from triggering, and the pump dropped to a rate of 50 bpm with stroke volume of 78 to 79 consistently. It was also reported, that because the controller continued to alarm yellow wrench, it was disconnected from power and reconnected to reset the microprocessor, which cleared the alarm. The pump was operating in auto mode without alarms being active. The patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console to determine if moisture in the pump was causing the alarm; however, the issue was not resolved. It was decided to continue pneumatic support for an additional twenty four hours and then try electric actuation. The next day, upon actuating the pump electrically, the patient suffered a stroke. The hospital staff had not anticoagulated per the directions for use during the twenty four hours of pneumatic support. The patient is currently intubated.

Manufacturer narrative:
The patient remains intubated. No further information is available at this time.